Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient experienced high blood glucose levels due to a bent cannula. Consequently, on (B)(6) 2022 at 17:30 hours the patient was admitted to the hospital with blood glucose level of 52.8 mmol/l and was administered an intravenous insulin drip as corrective treatment. The site location was the patient's buttocks and the infusion set had been used for one day. At the time of this report, (B)(6) 2022) the patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.